Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the full lead was returned with the helix retracted. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited dislodgement. It was noted the ra lead was able to be re-positioned. During the revision procedure, the helix of the rv lead could not be extended or retracted during repositioning. The physician attempted counterclockwise and clockwise rotations to no avail. The lead was then removed and replaced. No patient complications have been reported as a result of this event.